Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3309 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after insertion, the midline catheter got cut and separated from the device, the guide wire and the catheter got stuck in the patient arm, requiring removal under local anesthsia.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. One 22g x 8cm powerglide pro midline catheter was returned for investigation. The sample exhibited evidence of use. The catheter was received in two segments. The luer hub was present within the deployment system and attached to the wings. The catheter extended 1mm from the distal end of the blue strain relief sleeve on the luer hub. The remainder of the catheter was received separate from the needle. The break in the powerglide tubing appeared to be associated with sharp instrument damage that originated within the tubing. Other punctures were observed on the catheter shaft. The characteristics observed on the returned catheter are consistent with a needle puncture. It appears that the needle bevel was a contributing factor in the catheter break and punctures. The guidewire was intact. Due to the evidence of use observed on the returned sample, it appears that the user encountered complications during the insertion process. Warnings in the instructions for use (IFU) indicate that once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter. The IFU also indicates to not perforate, tear, or fracture the catheter with the needle or guidewire during the procedure. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. .

Event description:
It was reported after insertion, the midline catheter got cut and separated from the device, the guide wire and the catheter got stuck in the patient arm, requiring removal under local anesthesia.